Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Pump was tested with a test keypad and no frozen display noted. Also received with moisture damage on the lcd glass and lcd resilient cover. Pump received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 231 mg/dl. Troubleshooting was performed. The device was returned for analysis.